Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. Result code is no longer applicable for this event.

Event description:
Additional information was received on (B)(6) 2016 from a healthcare professional and it was reported that the patient had informed the managing physician that his pump was alarming. He was seen in the clinic and the pump was interrogated. The logs indicated a motor stall. The cause of the motor stall was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (3 mg/ml) at 1.32 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. A motor stall was seen at the initial interrogation; the pump status and/or event log reported a motor stall occurred on (B)(6) 2016 and was active. It was unknown if the patient recently had an MRI. There were no symptoms reported. The pump was to be replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.